Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that the door of the station tower experienced a malfunction as a result of a damaged latch. A field service engineer assessed the station and replaced the latch to rectify the problem. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system station tower door failure. A customer indicated that there was a delay in the dispensing of medication to patients due to reported malfunction. There were no adverse events or injuries reported based on this event.